Event description:
The iab was inserted into the pt on 3/5/98, "check iab" alarm sounded from the system 90t pump several times. Then, blood was noted in the tubing and the iab was removed. (Event complications: none from the event- reported 3/26/98.) (Pt's current status: unk- reported 3/26/98.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probalbe cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. (This follow-up MDR was mailed to the FDA on 5/21/98).